Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 04mar2019. The philips service engineer (se) inspected the device. The se performed a full backup battery tests and all tests passed. The se could not duplicate the reported issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator battery was not holding a charge. There was no patient involvement. The event date was not specified; estimate used.